Event description:
In 2007, pt began experiencing red eye, swelling and photophobia. The following month, pt diagnosed with acanthamoeba in right eye. Both of pt's eyes treated with chlorhexidine and phmb. It was not clear from the eyecare professional's report whether or not the pt suffered permanent or temporary decrease in best visual acuity from 20/20 to 20/25. Eyecare physician pictorially noted 2 defects in the cornea in the area of the iris but it is also not clear whether or not these defects were permanent or temporary. Pt recovered and resumed contact lens wear after a temporary discontinuation from that day until 2008.

Manufacturer narrative:
No product was returned and no product lot info was provided. The pt's mother stated that the pt showers while wearing the contact lenses. The eyecare professional indicates in his report that it is unk if the probable causes or contributing factors to the pt's condition were lens related. He also indicates it is unk if it is solution related. H6- method code: a review of the 12-month complaint history for this product was performed. No other complaint of acanthamoeba has been reported. Results - the results of the evaluation did not find evidence to indicate that the device could have caused or contributed to the event. Conclusions - there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the event. This is being reported as an acanthamoeba infection of the right eye of unk origin. Should additional info be obtained that would change this conclusion, an update will be submitted.